Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that a clutch plunger lever issue was experienced. The product fault did not occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The outcome of the event resolved.